Event description:
The new information notes that the lead was explanted and replaced.

Event description:
It was reported that the patient presented in clinic after receiving patient notifier for high, out of range pacing lead impedance. No externalization of conductors were reported. Sensing values and capture threshold were normal. Programming changes were made. The lead remains implanted. The patient condition is good following the event and will be monitored until the device reaches its normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 37.3-37.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.